Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within spec. However, device received with corroded battery tube. No failed battery test or off no power w/o low battery indicator noted. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. Device received with cracked reservoir tube and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that the device alarmed off no power alarm. Customer's blood glucose was unknown. Device did not alarm a low battery alarm prior to the off no power alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.